Event description:
It was reported the pt's stimulation is turning off and the pt's tremor immediately returned on one side. The pt recently fell, but unsure if it relate to the event. The hcp interrogated the device and reported the counter showed on activations. The hcp reviewed the correct buttons with the pt and wife and noted correct use. The pt has had good therapeutic benefit. The hcp noted the device appears loose in the pocket and may consider replacing the device. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.